Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). A 2.50x24mm taxus liberte stent was advanced to the rca but was unable to cross the lesion. The device was removed from the lesion and it was noted that the stent strut was lifted up. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as 'good'.